Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient experienced cells and flares in eye post operatively. The patient was used with an ophthalmic viscoelastic. There was no additional medical intervention required. Additional information received clarifying patient experienced uveitis and patients are doing well currently.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. Complaint trending reviewed for the lot code provided. There were 3 similar complaints found. There was no sample returned for evaluation. The appearance and clarity were tested by the chemical lab on a reference sample and all results are within the specifications. Batch records were reviewed, and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified, reference sample is conform to specifications for the tested parameters and no sample is returned to date, a conclusive root cause could not be determined. All batches are released according to the required specifications. A. Correction none - based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. B. Corrective/preventive action none - no product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).